Event description:
This case refers to a spontaneous report from the service of cellular therapy of (B)(6) to baxter (B)(6). Reportedly, a baxter cryocyte freezing container (code r4r9955, lot h07d23049) was found cracked into its packaging during the thawing step outside of the liquid nitrogen. On (B)(6) 2009, at the moment of the exit of the cryocyte container out of the nitrogen, it was observed that it was cracked within its packaging. The fractures are important and localized on both sides of the cryocyte container. This led to a loss of dose, which went from: 20,48 x 10e6 cd34/kg to 10,24x 10e6 cd34/kg. No clinical consequences for the pt reported. The sample is not available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during thawing. There have been no reported negative clinical consequences for the pt. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4): we have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA # (B)(4)). The lot reported was mfg before corrective actions were implemented; therefore, eval of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports, resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing mfg variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on (B)(4) 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.